Event description:
Received info regarding a cartridge alarm 9 during the load process. Reportedly, the customer loaded 300 units of insulin into the cartridge. Customer's blood glucose level was not impacted. The customer was able to load a cartridge successfully.

Manufacturer narrative:
No product was returned for eval. Should new relevant info become available, a supplemental report will be submitted.